Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The caller was advised to continue using the pump and to call back if the issue reappeared.